Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low insulin alert. Reportedly, the customer was able to pull out 200 units of insulin from the cartridge. Also, it was noted that the fill estimate was inaccurate. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge successfully.